Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer 2.1 and 3.2 failed to open. Drawer was highlighted vut was unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1/3.2 were failed to open. A field service engineer identified that the refrigerator row 3, bin 2 was not opening and replaced the iracs board to resolve the issue. Functionality was tested in hardware test application (hta), and the customer then logged in and completed an inventory of the refrigerator. The station operated as designed with no further issues. The system functioned as intended after the field service engineer repaired the device.